Manufacturer narrative:
The device has not been returned to medtronic for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specifications. Unable to determine cause of the event.

Event description:
It was reported that the tip of the hex driver broke while in use to insert a pedicle screw into hard bone. The broken fragment was retrieved. There were no patient complications.